Event description:
It was reported that the patient's device eroded through the skin and was infected. It was explanted. The patient outcome is unknown. Further information is being requested from the hcp.